Event description:
A medtronic representative reported the site positioning sensor unit (psu), or treon camera, was experiencing reduced passive volume and was out of calibration. This event did not occur during surgery and no patient was present.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. RMA issued for replacement positioning sensor unit (psu). The device has not been returned to the manufacturer for evaluation.